Event description:
It has been reported that the device did not power on during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
The actual device was not returned for investigation. The batteries were returned and investigated and found to be completely depleted.